Event description:
It was reported that the lead helix did not initially extend during the implant procedure. The lead was then removed and the helix was exercised on the sterile table. The helix extended but then retracted when the rotation tool was removed. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.